Manufacturer narrative:
Additional information requested from manufacturer about the event. No further detail has been provided. No lot number was indicated within the complaint therefore a review of manufacturing records cannot be performed. No further action required at this time.

Event description:
It was reported that the patient had pain by the grounding pad during the rfa and sustained a 2-3 degree burn that was under the grounding pad and discovered after the procedure. The patient sustained a 2-3 degree clover shaped burn that required wound care for weeks afterwards to optimize healing and reduce scarring and chronic pain.